Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device failed the incoming step for battery removal. With the rate set to 70 paces per minute (ppm) and the atrial and ventricular outputs set to 10 milliamperes (ma) and the backlight and menu off the battery was ejected and the device shut off after 2 seconds. The test was performed five times with the same result and it was attributed to the main printed circuit board (pcb) being out of specification in an electrical manner. Analysis further noted that the upper and lower cases were broken and the lead flex cover contaminated. The device was to be scrapped in-house. Further analysis was performed on the main printed circuit board assembly. Visual inspection did not reveal any anomalies. Bench analysis found that one supercap failed in-circuit, surge current was below normal and a battery removal test failed. After both supercaps were replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed battery removal failure caused by a capacitor component failure. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.